Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), implanted: (B)(6) 2013, product type: recharger. Product ID 37746, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported an instantaneous shocking sensation throughout their whole body after turning the implantable neurostimulator (ins) on after a recharge session. Relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.